Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 05-may-2024, the patient reported that the infusion set fell off during use. No further information available.